Event description:
The ge oec 9800 fluoroscopy system was reported to have a dark image on the right monitor. Reported dark images.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the reported image quality issues. System functioning within specification and verified by user. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.